Event description:
It was reported that a user experienced a transient postprandial hyperglycemic excursion to 282 mg/dl for approximately 30 minutes after eating a usual breakfast sandwich while using the ilet, with no observed leaks, air bubbles, or supply defects, and glucose returned toward range following a meal announcement bolus. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and characterized the event as an adverse event without an identified device or use problem; no specific device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.